Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data did not cross. A technical support specialist was unable to connect to the carefusion coordination engine and noted that the issue seemed to be caused by server issues on the site side. Biomedical engineering service worked on the issue. Services on the server were restarted and checked again. The system came back online, and the backlog of messages was cleared. The system functioned as intended after the biomedical engineering service team resolved the issue. The customer responded to a follow-up from support that "we experienced issues with our cce servers (prod and test). They are back online now, and the backlog of messages have cleared. I entered orders in both the prod and test environments, and they transmitted to pyxis without issues."

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient data and medication orders were not crossing over to pyxis on multiple stations, however, the customer only provided specific information for one device. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.